Manufacturer narrative:
(B)(6) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. At the time of incident the blood glucose level was 53 mg/dl and the current blood glucose was 188 mg/dl. Customer had treated hypoglycemia with juice. Customer was using the auto mode feature. Customer reported symptoms like weakness and fatigue. Customer declined for trouble shooting. The insulin pump will not be returned for analysis.